Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at t10-l4 due to thoracolumbar stenosis. On an unknown date, post-op, x-rays taken during 1-year follow-up showed that the set screw disengaged from the pedicle screw in the thoracic spine. No patient complications were reported. No surgical intervention has been required yet as a result of this event.